Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, oversensing was observed on the right ventricular lead. The patient was an asymptomatic. The lead was explanted and replaced. The patient is stable.